Manufacturer narrative:
At this time no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per information provided by the patient's attorney, medical records & product ID page: on (B)(6) 2006 the patient was diagnosed with stress urinary incontinence (sui) and underwent a stamey urethropexy with implant of a bard/davol flat mesh and a non bard/davol "impra graft." Per the operative report details, "the suprapubic sutures were then threaded with doubled over pieces of marlex mesh (davol flat). The mesh was pushed down onto the fascia on either side. The sutures were then tied down onto the mesh, drawing it to the bladder neck. Approx ten throws were placed in each suture." Attorney alleges unspecified adverse patient outcomes associated with use of device.